Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had shortness of breath. It was then found that the right atrial (ra) lead was under and over sensing. The lead remains in use. No patient complications have been reported as a result of this event.